Manufacturer narrative:
This event was not reported directly to cayenne medical by the user facility; therefore, cayenne medical was notified via foi from FDA. A cayenne medical product manager followed up with the sales representative for this hospital and we were informed that during the case while creating the third (and final) pilot hole in the glenoid, the tip of the drill broke off, and was left in the patient. The remainder of the drill was not returned to cayenne medical for evaluation; therefore the exact root cause of this failure is unknown. It has been shown in previous cayenne medical engineering evaluations that applying side and/or bending loads may cause drill bit breakage.

Event description:
Cayenne medical received a maude event report (foi) from FDA on 07/20/2015. In this foi (voluntary report no: mw5042651), it was reported that "drill bit tip broke - off during surgery. Embedded in bone, so surgeon intentionally left in the patient."